Event description:
It was initially reported by the physician that the pt has high impedance on a recent diagnostics. The specific diagnostic results were not provided to the MFR. There was no reported trauma. The pt was referred to a surgeon for replacement. The surgeon believes the high impedance was due to fibrosis, however, it is unk how he came to that conclusion. That surgeon elected to not replace the pt's lead due to risk. The pt is getting a second opinion. Surgery to address the high impedance has not occurred at this time.